Event description:
It was reported that the pt was receiving intra aortic balloon therapy for several days without incident. He developed a temperature, and the physician decided to exchange out all the lines, including the intra aortic balloon. A second intra aortic balloon was inserted and then blood was noticed in the helim tubing. The intra aortic balloon was removed and exchanged with no complications.